Manufacturer narrative:
Evaluation: (method, results and conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (B)(4).

Event description:
This x-ray system has a power drop in the viewing subsystem (visub) during examination. The system does not recover when power is supplied again.